Event description:
Caller reported aviva system blood glucose results of 216 mg/dl and 104 mg/dl within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent. However, the caller reported the test strips were thrown away.

Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.